Event description:
We were using the dilation balloon. The equipment broke in half and left the dilator balloon in the patient's duct. Used various tools to get it unstuck from the patient's bile duct. Removed, no harm to patient.